Manufacturer narrative:
It was reported on (B)(6) that after the stryker suction irrigator tubing was connected to the fluid source, leakage occurred at the distal end of the tubing where it connects to the trumpet. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on (B)(6) that after the stryker suction irrigator tubing was connected to the fluid source, leakage occurred at the distal end of the tubing where it connects to the trumpet.